Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale was not accurate and the footboard shorted out due to fluid intrusion. No pt involvement or adverse consequences are reported.